Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out from the patient's body due to balloon damage on the second day of placement. Without a pretest performed, the catheter was inserted into the patient for urine drainage at an operating room, and fixed on the patient's body by surgical tape. Allegedly, traction was performed during usage. The patient was bed-ridden, and had prostate disease. Another catheter was placed. It was unknown if there were remaining pieces in the patient's body.

Manufacturer narrative:
Received only the catheter for evaluation. The catheter was visually inspected and found a black mineral oil inside of the inflation lumen and snip eye. The visual inspection also noted an irregular balloon burst. No pieces of the sac were missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. However, this complaint was assigned as user related since black mineral oil was observed on the returned catheter which might have caused the balloon burst. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications . Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex.

Event description:
It was reported that the catheter fell out from the patient's body due to balloon damage on the second day of placement. Without a pretest performed, the catheter was inserted into the patient for urine drainage at an operating room, and fixed on the patient's body by surgical tape. Allegedly, traction was performed during usage. The patient was bed-ridden, and had prostate disease. Another catheter was placed. It was unknown if there were remaining pieces in the patient's body.